Manufacturer narrative:
Device has been evaluated but not yet repaired.

Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, error codes related to the charging of the internal battery were observed. The device's detachable battery cable needs replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported a failure of the detachable battery cable. The detachable battery cable was returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation the root cause of the detachable battery cable failing was due to a short in a cri (resistor).